Event description:
It was reported that when beginning a pvp procedure, with 998 joules used, a ¿port overheat¿ error was observed. The laser was rebooted in an attempt to clear the error. The ¿port overheat¿ error was observed again. The procedure was aborted. There was no patient injury reported.

Manufacturer narrative:
The xps resonator s/n# (B)(4) was received at manufacturer on august 30, 2017.

Manufacturer narrative:
The xps resonator was received at the manufacturer on august 30, 2016. Product evaluation: the analysis noted that they: ¿found rcb damaged, troubleshooting couldn¿t be performed. Possibly when the resonator was removed from the unit in the field, the bus cable was not disconnected from resonator to chassis which broke the j310 connector of the rbc. Also found RMA side lbo crystal with small burn. Fiber interface board had several corroded pins. Action performed: replaced rcb, lbo. Installed new fiber interface cable. Re-peaked resonator and a new test report was completed.¿ probable root cause: based on the analysis results, the probable root cause of error 110 (resonator temperature fault) was due to corroded pins (within the device port on the resonator).

Manufacturer narrative:
The repaired resonator was returned and installed in the customer's xps greenlight laser system on (B)(6) 2017. The system's set flow and rf were calibrated; the system tested and verified to specification.